Event description:
It was reported that the patient was shocked multiple times from his implantable cardioverter defibrillator (ICD) due to a right ventricular (rv) lead dislodgement. The patient also reported the ICD moving around under his skin and had to go see a new medical doctor (md) to reposition and reattach his ICD. Follow up attempts with the patient's health care provider was unable to obtain any information. The ICD and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).